Event description:
It was reported that the patient faced an event where canula was bent on (b)(6) 2026 and had high blood glucose which was treated with Manual injection.

Manufacturer narrative:
(b)(6) . Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.